Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the cutter device kept popping out of the motor device. It was further reported that it was difficult to put the cutter device back in the motor device. There was a minor delay to the surgical procedure. However, the duration of the delay was unknown. A spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. A functional assessment was performed and the device passed all operational specifications. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.